Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of 8mm fenestrated bipolar forceps instrument broke inside the patient. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.